Event description:
It is reported that the pt had a total knee implant done in (B)(6) 2011 and has since experienced pain.

Manufacturer narrative:
Eval summary: the device and x-rays were not returned with the complaint for review. As the product has not been received a review of the device could not be performed. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of the product or receipt of add'l info. Eval: the device history records were reviewed and were found conforming. Indicating the device was mfg, inspected and packaged to specs.